Event description:
It was reported that saline leak occurred. The stenosed target lesion was located at the left anterior descending artery. A 1.50mm rotalink plus was used to treat the target lesion. During platforming, the rpm was set to 170,000 then was dropped down to 120,000. Speed was set at 140,000 rpm when the first ablation was performed. Preparing for the second ablation, the speed was lowered via pedal to 120,000 rpm and upon removal of the device, it was then noted that there was a hole and a leakage outside the catheter body. The procedure was completed with this device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. A visual examination of the complaint unit was carried out. The handshake connection was inspected and no damage was noted. A tug test was performed to examine the integrity of the connection and no issues were noted. An attempt was made to wet test the unit and revealed there was a tear in the sheath around the distal coil and that saline was not reaching the end of the sheath but was being expelled through the sheath. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that saline leak occurred. The stenosed target lesion was located at the left anterior descending artery. A 1.50mm rotalink¿ plus was used to treat the target lesion. During platforming, the rpm was set to 170,000 then was dropped down to 120,000. Speed was set at 140,000 rpm when the first ablation was performed. Preparing for the second ablation, the speed was lowered via pedal to 120,000 rpm and upon removal of the device, it was then noted that there was a hole and a leakage outside the catheter body. The procedure was completed with this device. No patient complications were reported.